Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount (at least 4) of clearlink system continu-flo solution sets leaked from the y-site nearest to the patient. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.